Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested, but has not been received. As per the retrospective death review process: patient history includes non-ischemic cardiomyopathy, congestive heart failure with new york heart association class of ii to iii, and an ejection fraction of less than or equal to thirty-five percent. Corrections to: (device one (B)(4), explant date removed), (device one (B)(4)).